Event description:
Experiencing corneal damage; beginning in (B)(6) 2020, started to experience blurred vision in left eye. In (B)(6) 2021, I was sent to a cornea specialist, who advised me that I was losing corneal cells due to the alcon cypass eye stent which was inserted in (B)(6) 2018. I now require daily eyedrops to reduce the swelling of my cornea, otherwise I cannot see properly. The doctor doesn't know long this will continue to work and I may lose vision in my left eye. FDA safety report ID # (B)(4).